Event description:
A caller reported experiencing a cartridge alarm while using their insulin pump during the pumping process. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Tandem technical support decided to replace the malfunctioning pump and confirmed the shipping details with the customer, who opted to continue using the current pump as backup therapy. Instructions were provided for handling the replacement and returning the faulty pump, with acknowledgment from the customer.